Manufacturer narrative:
Reported event: an event regarding infection involving a jts, distal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2020. The surgeon reported infection of the implant. The CT image provided shows that the affected implant has been removed and the cement spacer is in place. The femoral cortical bone shows resorption, erotic, endosteal scalloping and image blurry, which indicate that the infection may have occurred. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smcap01 smiles knee axle cap exsm, lot b25554. Smbpr00 smiles knee bumpers exsm, lot b25363. Smbsh00 smiles knee bushes exsmall, lot b25649. Smtbc00g passive grower tib bearing xsm lot b21520. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Previous pin 22229 operation date (B)(6) 2020, revised because of the infection. Update 16 april 2021: implant prescription form confirms spacer is in situ and a request for a new patient specific device has made.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: axle cap, lot unknown; bumper pad, lot unknown; bushing, lot unknown; passive tibial bearing, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Previous pin (B)(4) op date (B)(6) 2020, revised because of the infection. Update 16 april 2021: implant prescription form confirms spacer is in situ and a request for a new patient specific device has made.